Event description:
Olympus was informed that at the end of a bladder biopsy procedure, when the non-split neutral electrode patient grounding pad was removed from the patient's thigh, a 1.5 inch burn mark was noted. Neosporin was applied. The patient was advised to apply neosporin twice a day and referred to a dermatologist for a follow up appointment. The patient went home the same day. Nominal settings had been used on the generator. Olympus followed up and was informed that the user facility had used the monopolar setting on the generator. In addition, the olympus' representative visited the user facility to demonstrate to the surgery staff techniques on how to prepare the patient and the pad placement site. Also, the olympus' representative shared the olympus recommendation of using only the split pad.

Manufacturer narrative:
The generator was returned to olympus for evaluation. The reported event could not be recreated because the involved patient return electrode pad and the patient plate were not returned. The esg-400 was tested with the customer's usg-400 unit and no problems were noted. In addition, the system memory did not show any error codes on the date of the procedure. The device was inspected and will be returned to the user facility. See scanned page.